Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient "felt their heartbeat in their throat". It was also reported that the right ventricular (rv) lead has exhibited chronic high thresholds since it was implanted. It was also suspected that the rv lead dislodged. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited rising thresholds and was repositioned.